Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy approximately from (B)(6) 2019 where stimulation would shut on and off uncommanded. To address this issue patient underwent surgical intervention were the ipg was replaced and effective therapy was restored post operatively .